Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 482. The customer will treat with a syringe. Troubleshooting found that the insulin pump alarmed multiple pump error alarms. Customer was assisted with loading the reservoir and was advised to monitor the pump and change out the entire infusion set. No further details provided.